Manufacturer narrative:
(B)(4).

Event description:
It was reported to dexcom on (B)(6) 2015, to report that on (B)(6) 2015; the device was having unknown issues. No additional event or patient information is available. The device was not returned. The data was provided. The reported event of an unknown device issue could not be confirmed through data log review. A root cause for the reported event cannot be determined.